Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2003 due to bladder suspension. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. On (B)(6) 2002 patient had a revision of vaginal cuff scar and posterior vaginal colporrhaphy due to symptomatic rectocele and painful vaginal cuff scar. On (B)(6) 2003 patient had placement of left ureteral stent, laparotomy, excision and closure of vesicovaginal fistula, placement of interposing omental graft and cystotomy closure due to vesicovaginal fistula. Also, rigid cystoscopy with left ureteral pollack catheter placement due to vesicovaginal fistula. On (B)(6) 2005 patient underwent transvaginal closure of vesicovaginal fistula, rotation of left martius graft and placement of a double-j stent in the left ureter. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.